Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that the distal end opened poorly, and the proximal end could not open. The cause of the event was judged by the surgeon that there was a problem with the product; they thought that the surgery was completed 2 minutes after the second ped stent was replaced, and the contrast was obvious.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box and within a plastic biohazard pouch. Visual inspection/damage location details: (pli-10) the pipeline pushwire was found to be extending ~1.2cm from hub and ~45.4cm from distal tip. The pipeline flex was then pushed out of marksman catheter without issue. No bends or kinks were found with the pipeline pushwire. The distal hypotube was found to be intact with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in condition. The tip coil was found to be damaged. Due to the condition in which the pipeline braid was returned it was unable to be determined which end was distal and proximal. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. (Pli-20) no damages were found with the marksman hub; however, the pipeline flex pushwire was found extending ~1.2cm from the marksman catheter hub and ~45.4cm from distal tip. The marksman total length was measured to be ~157.9cm. The marksman useable length was measured to be ~150.1cm. No bends or kinks were found with the marksman catheter body. No damage was found with the distal tip. No other anomalies were obse rved. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends of the pipeline flex braid was found to be opened. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was unable to be confirmed as both braid ends of the pipeline flex braid was found to be opened. Based on the returned device, the customer report of ¿catheter resistance¿ was unable to be confirmed as the pipeline flex device was able to be removed distally without issue. Possible contributors for of ¿catheter resistance¿ are patient vessel tortuosity, ped/delivery system damage, catheter damage, user does not maintain continuous flush, resistance during delivery/retrieval, and user re-sheaths more than two times. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open and encountered resistance in the distal section of the marksman. The patient was undergoing surgery for aneurysm intervention of a saccular, unruptured right internal carotid artery ophthalmic artery aneurysm with a max diameter of 2.1mm and a 2.3mm neck diameter. Landing zone: distal: 4.26mm and proximal: 5.03mm. Patient's vessel tortuosity was normal. Access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed contrast agent retention in the aneurysm. It was reported that on (B)(6) 2025, an aneurysm interventional treatment was performed at (B)(6) hospital. The surgeon used ped5.0-16 for implantation. After the stent was in place, it was opened. The tip of the stent did not open well. It continued to be deployed, but the middle and proximal ends of the stent could not be opened. After the surgeon performed normal operations for many times, the stent still could not be opened, so the surgeon retrieved the stent and removed it from the body for replacement. However, during the retrieval process, the tip of the stent could not enter the marksman microcatheter, so the surgeon finally removed the marksman and ped from the body through the intermediate catheter. After using the new marksman and ped, the surgery was completed in 2 minutes and the patient was not injured. The pipeline did not become stuck. Catheter damage was unknown and there was no damage to the pushwire. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event